Manufacturer narrative:
The customer was sent a replacement for the reagent pack.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that they received a reagent pack that was leaking. No injury was reported.